Event description:
The customer reported via phone call that they had five no delivery alarms back to back. The customer stated they removed their infusion set and did not find any issues. The customer's blood glucose was 414 mg/dl at the time of incident. Customer's call was disconnected before further information was collected. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.